Event description:
Reporter stated the blood glucose monitor provided inaccurate bolus advice. The customer alleged received a result of 12.7 mmol/l, and the bolus recommendation was 5.0 units. He did not deliver this amount of insulin as he thought it was too high, and his post-prandial result was 4.4 mmol/l. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.